Event description:
It was reported that a priming bolus was incorrectly performed during a pump replacement. Reporter stated that she programmed a back table prime that was to deliver .2ml over 13 minutes and confirmed that the time remaining on the bolus was 12 hours and 24 minutes. It was reported that the bolus had ran for 45 minutes and that the bolus was stopped. The amount of drug delivered was approximately 0.01152ml and the catheter volume was 0.178ml. There was a possibility since the prime ran before the pump was connected that some sterile water could have pushed out of the pump. With a flow rate of 0.46056 it would have taken 9 hours to clear the catheter and at that point sterile water would have been delivered for approximately 15 hours due to 0.288ml of water that may have entered in the catheter. Reporter stated that the pump was updated to simple continuous 11.514mg/day at 25 mg/ml. Reporter also stated that health care provider (hcp) was considering prescribing a bolus to shorten the 15 hour window that sterile water was being delivered. It was noted that the hcp did not aspirate catheter during procedure even though it was mentioned to him. It was later reported that the bolus was cancelled and pump was updated for regular therapy. It was also reported that the patient had stayed in the hospital overnight and was monitored. The drug delivered via pump was morphine 11.514mg/day at 25 mg/ml. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that upon checking the patient's pump, the patients status was reported as 'doing okay'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, lot# serial# implanted: explanted: product type programmer, physician product ID 8731, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter product ID 8711, lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type catheter. (B)(4).